Event description:
A user facility reported to olympus that the error "b30" occurred and there was no image present. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problems were confirmed. The evaluation found the connector inside the camera head was disconnected, despite the fixing clip. Additionally, the fixing clip was found bent. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely that this phenomenon occurred because the connector of the camera head was detached. The b30 error was alarmed when communication failed between the scope and the video processor. The connector was detached and the device may have failed to communicate but the cause of the detachment could not be identified. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.